Manufacturer narrative:
H3) the atp console was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The installed the atp console into a known working system. The system initialized. Charging and communication was achieved, generator and motion readied. 2d and 3d imaging failed. 2d and 3d spin was terminated after a short beep. Defective pcba was observed. Eval code method 10 is associated with this analysis eval code result 4203 is associated with this analysis eval code conclusion 4307 is associated with this analysis the battery monitor indicator was returned to the manufacture for evaluation. After functional testing, performance testing, visual/ physical examination and usability inspection the reported issue was not confirmed. The installed the indicator battery monitor into a known working system. The system initialized. Motion, generator, communication and charging were successful. 2d and 3d images were acquired successfully. No failure was found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) patient information was added to a1-a4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000579, serial/lot #: (B)(4). Product ID: bi30000148, serial/lot #: (B)(4). The unique identifier was not available at the time of reporting. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the battery indicator board and atp board were replaced. They setup and tested the apt. Then they performed and system checkout and the system is working as intended. The pcba controller and control board assembly were returned unused. The atp console and battery monitor are under analysis at this time. The manufacturer date was not available at the time of reporting. . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that the imaging system did not take any images. For both 2d and 3d images, the system beeped once and did not take an image. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.